Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during an unrelated procedure, it was observed via fluoroscopy that the right atrial lead was dislodged. It is unknown what caused the dislodgement and for how long the lead had been dislodged. The lead was capped and replaced on (B)(6) 2019. Patient was stable before, during, and after the procedure.